Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tubing with a cut with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and found there were 9600 units for tube cutting. Corrective actions included replacement of the grippers,realignment of female/male load station and adjustment mek dispense.

Event description:
It was reported that 21 g x 0.75 in. Bd vacutaine® safety-lok¿ blood collection set tubing was found cut. No injury or medical intervention was reported.